Event description:
Patient contacted depuy stating they had several revisions involving depuy components. The patient's medical records were received. Records indicate the patient was revised to address a loose acetabular component. The manufacturer of the acetabular component is unknown at this time. However, upon revision osteolysis, granuloma formation, soft tissue, and cysts were found beneath the patient's cuff. The patient's femoral head is being reported for adverse tissue reaction. The patient's liner was a non-depuy liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were conducted. Medical records were obtained. It was indicated the depuy devices were used in conjunction with a competitor's liner and sleeve. This use of depuy devices is not recommended and is considered off label use. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.